Event description:
The customer stated they had been receiving high blood glucose results and was dosing insulin based on those results. The customer took 30 units of nph and 20 units of regular insulin. The customer went to the store where an ambulance was called. Paramedics tested and received a result of 59mg/dl. The customer was given an injection by paramedics that raised their blood glucose to 257mg/dl. Controls had been open longer than 3 months. A request was made for the return of the suspect device and replacement product was sent.